Manufacturer narrative:
Visual examination of the returned device found superficial markings and rod striations suggesting the set screw was seated properly. A review of the device history record could not be performed as the lot number is illegible. A trend analysis was conducted. No emerging trends were found requiring further actions. With the information provided, a definitive root cause for the migration of the set screw cannot be determined. This complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Awaiting sample: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not yet returned for evaluation.

Event description:
T2-pelvis verse screw (l5-t2) viper screws (sai) original surgery (B)(6) 2016. Patient presented for check-up. Xray confirmed that the construct had loosened at ilium, l5, l4 screws were still in place. Caps had dislodged from screws. Non-union was confirmed during revision surgery.